Event description:
Universal flex2 lot iq5j5 breathing circuit inner inspiratory tubing detached during general anesthesia making it impossible to ventilate the patient. Dates of use: 2009. Diagnosis or reason for use: general anesthesia. Event abated after use stopped or dose reduced?: yes.